Event description:
The clinic reported that a laser vision correction patient presented with striae in the epithelial ingrowths a few weeks post treatment. Antibiotics were prescribed and the surgeon performed lift and rinse to remove cells on (B)(6), 2013. Account reported there was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In initial report, it was reported patient was presented with striae. Striae reported is incorrect. The description of the event is corrected in this follow up: customer reported epithelial ingrowth was noted in patient¿s left eye (os). Report sources have been provided. All pertinent information available to abbott medical optics has been submitted. Placeholder.